Event description:
It was reported that the patient presented remotely via merlin.net transmission. Device interrogation revealed that the left ventricular (lv) lead exhibited intermittent loss of capture. Programming changes were done. The patient was stable throughout the procedure.